Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Reportedly, the sheath was upsized to 24f. The instructions for use, under indications, states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that prior to a thoracic endovascular aortic repair (tevar) procedure, the sutures of two proglide devices were placed using the preclose technique in the moderately calcified right common femoral artery. The arteriotomy was 7f. During the tevar procedure the sheath was upsized to a 14f then to a 24f. At the end of the procedure, the sutures did not achieve hemostasis. Three additional proglide devices were deployed, but hemostasis was not achieved. A surgical cut-down was performed to achieve hemostasis. There was a reported clinically significant delay of 45 minutes in the procedure. The physician was reported to be trained in the use of the proglide device but is not established in the preclose deployment technique. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the proglide devices were used in a moderately calcified right common femoral artery. The safety and effectiveness of the perclose proglide smc devices have not been established in the following special patient populations: patients with femoral artery calcium which is fluoroscopically visible at access site. (B)(4) - indication for use - reportedly, a 24f sheath was used in the procedure. Per instructions for use, under indications, it states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access site of patients who have undergone diagnostic or interventional catheterization procedures using 5f to 21f sheaths. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The four other perclose proglide devices referenced are being filed under separate medwatch MFR numbers.